Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had an infusion set that would not fill tubing. Customer experienced this same issue with another infusion set. Customer reported that he tried to manually push insulin into the infusion set tubing, but was unsuccessful. Customer's blood glucose level was unknown at the time of the incident. No troubleshooting was done. No product is expected to be returned.